Event description:
It was reported via legal documentation that approximately 15 months after a right total ankle replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, instability, varus deformity, arthritis, cysts, and scar tissue.. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: 350-02-02 - talar implant sz 2 rt 6843954. 350-10-03 - ankle sz 3 locking clip 6778708. 350-12-03 - tibial plate fb sz 3 rt 6827406. 351-90-20 - tubercle pin pouch 6939736. 351-90-21 - 3.5"" pin pouch 6738350. 351-90-21 - 3.5"" pin pouch 6842893. 351-90-22 - 2.5"" pin pouch 6774603. 351-90-24 - talar trial screw pouch 7016073. The product associated with the reported event is within the scope of recall z-0024-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: g2 h6. The reason for the revision reported cannot be confirmed from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as images, radiographs, and relevant clinical information were not provided, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."